Manufacturer narrative:
Root cause: the root cause of the problem was identified (by the user facility) as insufficient training; (B)(4) healthcare also recognizes opportunities to improve labeling by updating the directions for use as well as adding pop-up screens to emphasize the requirement for calibrating the device.

Event description:
This issue has been re-opened as a result of an FDA (B)(4) observation of (B)(6) 2011. A patient underwent a scheduled angiography procedure, including an aortogram. Using an image from the aortogram, a physician measured the diameter of the thoracic aorta, via the agfa impax cv cardiovascular review station (crs) x-ray angiography length caliper tool. The value obtained, 6.6 cm, was considered inconsistent with the physician's clinical impression and the physician ordered the following two tests, the results of which did not support the original crs thoracic aorta dimension measurement: test #1: a CT scan produced a thoracic aorta dimension of 5.5cm; test #2: a transesophageal echocardiogram (tee) produced a thoracic aorta dimension of 5.5 cm.